Event description:
It was reported that post-operation the patient experienced pseudomeningoseal and visible fluid collection at the lumbar spine incision site. It was noted on the day of the report that the patient status was alive with injury. It was noted that the patient was stable and receiving therapy. It was noted that hospitalization was required. It was reported that a blood patch was performed on (B)(6) 2013. It was reported that patient experienced sweating/diaphoresis, spinal headache and vomiting. The device system was used to deliver lioresal. It was later reported that on 5/31/2013 the lumbar incision was opened and dural puncture was repaired successfully. It was reported that the patient was doing well and receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)